Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope was installed at the center, and it moved by itself. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted when the endoscope is evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope plus to perform failure analysis. The endoscope plus was analyzed, and failure analysis replicated and confirmed the reported issue. The endoscope was placed through friction test and found with a camera instrument adapter defect. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing for evaluation and found with an endoscope adapter (aea) shaft bearing contributing to friction. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the nose section of housing exhibited laser marking fading and/or removed. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion on the electrical contacts and/or circuit board. There were minor cut(s) to the cable insulation. The damage was near integrated connector of the endoscope cable. The endoscope was also found with an artifact(s) in the right eye. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed.

Event description:
Refer to h10/h11 for follow-up information.